Manufacturer narrative:
Concomitant products: 37603 dbs ipg implanted on (B)(6) 2020; 3708660 neuro extension implanted on (B)(6) 2017; 3387-40 dbs lead implanted on (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with a low heart rate, lower than set parameters on the implantable pulse generator (ipg). It was also noted that the right atrial (ra) lead exhibited a failed atrial lead position check. Both the ra lead and ipg remain in use. No further patient complications have been reported as a result of this event.